Manufacturer narrative:
Section a4: patient weight was requested but not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. Additionally, although the report of low flow hazard alarms can be confirmed by evaluation of the submitted log files, a specific cause for these alarms could not be conclusively determined. The submitted controller periodic log file, which contained data from (B)(6) 2021, to (B)(6) 2021, showed normal flows until (B)(6) 2021, when flow suddenly decreased. The driveline was then disconnected. The system appeared to function as intended. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for investigation as of (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including cardiac arrhythmia and death. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and it outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The document also states that external chest compressions may damage or dislodge the inflow or outflow cannulae. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2021 with chest pain, acute onset of low flow alarms, unresponsiveness, and cardiac arrest. The patient passed away on (B)(6) 2021 despite aggressive cardiopulmonary resuscitation. The patient had been doing well at home and was listed status 4 for orthotopic heart transplantation. Patient had recently been treated for implantable cardioverter defibrillator shocks 2 days prior and had been feeling increasingly more fatigued. The event log file captured only data after the patient had passed away and driveline had been disconnected. The periodic log file appeared normal until a drop in flow on (B)(6) 2021 at 01:29:15 and 02:29:14. At 03:29:14, the driveline was disconnected.